Event description:
It was reported that the patient experienced a controller fault alarm. The patient performed a controller self-test; however, the alarm did not clear. The patient returned to the clinic the next day, where ventricular assist device (vad) interrogation confirmed visual alarms. A controller exchange was performed without complications. A review of the log files revealed a controller internal fault event due to a lcd communication issue. The issue resolved after the controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of controller fault alarms was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6) ) was not returned for analysis, and a log file was submitted for review and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 16 days ((B)(6) 2022 per timestamp). Events captured on (B)(6) 2022 took place in the testing labs at abbott. Controller internal faults coincident with lcd_com faults were active on (B)(6) 2022 at 17:41:50 and continued through the end of the log file. The driveline was disconnected on (B)(6) 2022 at 13:25:08 and the controller was shut off at 13:25:46. There were no other notable alarms active in the log file. Pump operation was not affected. The controller underwent preliminary testing but did not pass due to the replace system controller alarm being active; note the alarm did not affect the controller's ability to operate the pump at the set speed. The reproduced alarm was consistent with the lcd_com fault observed in the log file and is associated with a bitmap software issue. The bitmap was reloaded on the controller and the controller was then retested and passed. The controller was able to operate a mock loop without any alarms active and functioned as intended following the repair. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use, rev. G, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. G, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including replace controller alarms. Heartmate iii instructions for use, rev. G, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. G, section 6 entitled ¿caring for the equipment¿ addresses how to store, maintain, care for equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6) ) and was found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.